Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported suction was lost during flap creation. The procedure was completed with a new patient interface.

Manufacturer narrative:
Additional information provided in device evaluated by MFR, evaluation codes, and additional MFR narrative . The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).